Event description:
It was reported that: the patient complains of pain. The patient did not want to give additional information. She will get her implant sheet first and may call back. The patient will fax her implant sheet as she will like to know if they have been part of a recall.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.